Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had walked through a security device on the day of report and experienced some sort of reaction. The reaction caused her to ¿not feel good.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow-up information received from the healthcare provider (hcp) reported that the patient had right sided pain that was relieved when the implantable neurostimulator (ins) was turned off. X-rays were all negative for a break in the lead or cable. The patient was referred back to the neurosurgeon. The cause of the event was not determined, so it was unknown if it was device related. The patient outcome was also unknown.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387040, lot# v009174, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).